Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the deice would not analyze the 12-lead ECG on a pt who had a "back stimulator". We are considering this "back stimulator" to be some sort of implantable device in the pt's back. There was no impact to the involved pt.